Event description:
A customer reported that large amounts of air came from the infusion line and went into the eye during a vitrectomy procedure. The procedure was completed with no patient harm. Additional information has been requested.

Manufacturer narrative:
The investigation is in progress. A sample has been received, but has not yet been evaluated. A root cause has not been identified. (B)(4).